Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. On 01/14/2016 software investigation was completed. Analysis finds the logs do not contain anything that specifically indicate why the navigation system became unresponsive. This issue was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system became unresponsive on the register screen. They were unable to move the model head. They stepped out of the software and re-booted the navigation system. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.